Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on and no audible tone alarm or vibration alarm was observed. The pump was opened and a component in the auditory circuit was found to be cracked. The vibration motor was found to be unresponsive. A test pump case was installed and audio tone and vibration alarms were functional.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter indicated that the pump was not alarming for 2 weeks. During troubleshooting the pump the reporter confirmed that the pump did not vibrate or alarm audibly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.